Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned patient including, but not limited to chronic thrombus, embedment, grade 1 perforation of the ivc struts. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from chronic thrombus, embedment, grade 1 perforation of the ivc struts, and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused chronic thrombus, embedment, and a grade 1 perforation of the inferior vena cava (ivc) struts. The patient reported becoming aware of the events approximately seven years and nine months post implant. The patient also reported abdominal pain, dizziness, chest discomfort, shortness of breath, cough and anxiety related to the filter. According to the implant record the indication for the filter implant was the patient was involved in a motor vehicle accident, and sustained severe injuries requiring immobilization as well as operations on the abdominal organs and therefore not a candidate for anticoagulation. The filter was placed via the right femoral vein and deployed in the infrarenal ivc. Pre-deployment venogram showed no evidence of clot in the iliac, inferior vena cava or otherwise. Post-deployment venogram showed good position of the filter. The patient tolerated the procedure well. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the reported events include patient, pharmacological, vessel characteristics or other comorbidities and not necessarily related to the filter. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported event could not be confirmed or further clarified. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Pain, dizziness, cough, shortness of breath and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from chronic thrombus, embedment, grade 1 perforation of the inferior vena cava (ivc) struts, and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the implant records, the patient was involved in a motor vehicle accident, and sustained severe injuries requiring immobilization as well as operations on the abdominal organs. Placement of the ivc filter was indicated as the patient was not considered to be a candidate for anticoagulation. The right femoral vein was accessed without difficulty and a sheath was placed. Venography was performed showing no evidence of clot in the iliac, inferior vena cava or otherwise; and identifying the infrarenal location. With the sheath at that location, the ivc filter was advanced and deployed in the infrarenal ivc location. Venography was then performed which showed good position of the filter. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc and filter embedded in wall of the ivc, becoming aware of these events approximately seven years and nine months after the filter implantation. The patient further asserts to have suffered from abdominal pain, dizziness, chest discomfort, shortness of breath and cough in addition to anxiety related to the filter.